Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely calcified and mildly tortuous anastomotic site of the graft. A 6.0 x 40, 40cm mustang¿ balloon catheter was advanced for dilatation. However, on the first inflation at 23 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been returned for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).